Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited high capture threshold, resulting in rapid depletion of the lp battery. The lp was deactivated and replaced with a transvenous lead. The patient was stable.